Event description:
Consumer complaint of about high blood results. Performed blood after eating. Back to back blood tests resulted in 355mg/dl and 155mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).